Event description:
It was reported this patient was seen in the clinic for a routine office check. During the visit, it was reported that there was a right ventricular (rv) lead conductor fracture. There were observations of high out of range pacing impedances measuring greater than 3000 ohms and noise when programmed in bipolar. A lead test was performed in unipolar and there were no problems with the thresholds, sense, and lead resistance. Isometrics and upper arm movements was performed and confirmed there was no oversensing. The patient did not exhibit any symptoms. The rv lead was reprogrammed to unipolar and remains in service. No adverse patient effects were reported.